Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, retested, and released back to the customer. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: tech called in for help on 8100bd unit serial # (B)(4). Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: tech was get error code 245.3020 on 8100bd unit, has to do with the door sensor was read in a safe state closed when the sensor was unpowered and should not be read in a unable open state, will first need to replace the ail sensor on unit if that does not resolve next to replace is the logic board on the unit. Unit is still under warranty repair tech prefer to send unit in for repair transfer tech to ian in service repair to get unit setup to come in tech thank me for my assist.